Event description:
It was reported that the g-8655; 86mm clamp inserts were tearing into pieces and fallilng into the pt. No pieces of the device were left in the pt. No pt injury or complication was reported.